Event description:
Additional information: it was reported that patient does not have any concerns with their therapy.

Event description:
It was reported that the patient had charging (coupling/communication) issues. The patient could not get any coupling bars when she charged. The antenna locate feature was done twice with no success. The patient indicated that it felt like the stimulator was moving in the pocket. No trauma or issue could be related to the event. The patient's battery was at 25%, and even with charging every third day, the battery could not get charged above 25%. The patient was traveling away from home until (B)(6) 2012 and requested to meet with a company representative while away. The patient did have one instance in which she used a back brace and had 8 coupling bars. A company representative met with the patient on (B)(6) 2012. The stimulator was noted to be tilted in the pocket, which was why the patient could not charge efficiently. The connections were all good, but the representative confirmed there were no coupling bars on the charger. The patient planned to call the physician that implanted her in her home state to see if she could get the pocket raised. Outcome was requested.

Event description:
Additional information received reported that the patient had "fairly good" coupling post implant for a little while however the coupling changed to where the patient could get only 0 ¿ 2 coupling bars. No known event or trauma may have cause the coupling issue. The health care professional took a posterior - anterior (pa) view of the ins which was implanted in the left buttock. From the x ¿ ray the leads and extension were showing exiting the left side of view. It was noted that due to the ins location and the pa x-ray view a correctly orientated ins should have the lead and extension exiting off to the right side of the view. Patient outcome was not known. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Recharger model: 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Extension: model 3708240, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Lead: model 3487a-45, lot# v406559, implanted: 2010 (B)(6), explanted: na. Lead: model 3487a-45, lot# v406559, implanted: 2010 (B)(6), explanted: na. (B)(4).